Manufacturer narrative:
The stepper motor cup pickup z axis was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event was due to failure of the cup transfer z axis motor. The most probable cause of the reported event is due to failure of the cup transfer z axis motor.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by performing an all set home function. Fse noticed the pickup head would not back up all the way to the home position. Fse replaced the cup transfer z axis motor and was then able to perform a cup transfer test without errors. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4151] c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event is due to failure of the cup transfer z axis motor

Event description:
A customer reported getting "4151 cup transfer-z home detect error on the aia-900 analyzer. The customer was able to complete all set home and empty test cups functions, but the issue reoccurs when a new run is started. The customer confirmed the waste bin was not full. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii), prolactin (prl) and progesterone (progiii) . There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.